Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The user did not provide lot number of the subject device. Based on the past similar cases, it was known that probe damage error (u504) occurred due to any of the following possible causes. The tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Consequently, the grasping section contacted with the probe and the user activated output in that state. When the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic nephrectomy procedure, two tb-0535fcss and two td-tb400s were used. In the procedure, probe damage error (u504) occurred with the first tb-0535fcs and the first td-tb400. The user replaced the first tb-0535fcs with the second tb-0535fcs. However, probe damage error (u504) occurred again with the second tb-0535fcs and the first td-tb400. The user replaced the first td-tb400 with the second td-tb400, the error was not resolved. Since there was no more available td-tb400, the procedure was shifted to the open surgery. It was reported that the procedure completed without delay. No further information was provided. This is the report regarding the switching to the open surgery with the first tb-0535fcs.